Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a more frequent downtimes, recurring mbm errors. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a more frequent downtimes, recurring mbm errors. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mbm error had likely been caused by resource constraints on the database server, particularly high memory usage and database size growth, which may have interfered with message processing in the mbm queue. The issue coincided with a database backup and a manual reboot that had been requested due to patient and order data not crossing. A technical support specialist performed the reboot, after which the mbm feeds reconnected successfully. The customer was informed that quarterly reboots were in place due to coordination efforts and expressed hope that upgrading to cce v1.11 would reduce the frequency of such issues. The system functioned as intended after the technical support specialist troubleshot the device.